Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a recorded cs 064-0008 call service alarm. The call service alarm was not duplicated during testing. The pump case was removed and no internal defects were found. Unrelated to the complaint, the pump was powered on and the display screen appeared faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime step. The cartridge and tubing were changed, however the prime steps could not be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.